Manufacturer narrative:
Return material authorization has been issued for the return of this device for investigation; return not yet received. Investigation to be completed when the device is returned. Should additional information become available a supplemental record will be filed.

Event description:
Apria sent a report stating the patient alleges a fire started in the concentrator.

Manufacturer narrative:
Additional/updated information was added to reflect the concentrator being returned to the manufacturer for evaluation. The evaluation could not verify the complaint that a fire occurred within the unit. Per the expanded evaluation report, all evidence of fire damage occurred outside the concentrator, suggesting that the oxygen from the unit was exposed to an open flame or spark, starting a fire. No evidence of a fire or fire damage was present within the concentrator. The evidence of plastic deformation only on the front of the shroud, along with black discoloration in the inlet hepa filter, shows that the ignition event occurred external to the concentrator. The concentrator did not malfunction and did not start a fire. The platinum oxygen concentrator operator's manual states, "users must not smoke while using this device. Keep all matches, lighted cigarettes or other sources of ignition out of the room in which this product is located. No smoking signs should be prominently displayed. Textiles and other material that normally would not burn are easily ignited and burn with great intensity in oxygen enriched air. Failure to observe this warning can result in severe fire, property damage and cause physical injury or death." As there was no malfunction of the device, this is no longer an FDA reportable event. Additionally, the device manufacturer was corrected. Invacare mfg site should be invacare-(B)(4).

Event description:
(B)(6) sent a report stating the patient alleges a fire started in the concentrator.